Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'keypad buttons not working' which was reproduced as the 0, 1 and 2 keys did not function. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad buttons of a spectrum pump were not working. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.